Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone18.3. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient sought emergency medical attention due to hyperglycemia. Patient reported blood glucose levels up to 400 mg/dl despite correction boluses delivered via the pod and reported missing sensor values. Patient reported the need for medical attention was related to elevated glucose levels not responding to correction boluses. Patient also reported wearing the pod on the arm for longer than 48 hours. Patient reported symptoms of thirst, increased urination, and fatigue and was diagnosed with hyperglycemia. Treatment included intravenous (IV) fluids, IV magnesium, and insulin injections. The duration of the medical visit was not provided. A supplemental report will be submitted if additional information becomes available.